Event description:
It was reported by the patient that the device has been "problematic" since implant. The patient stated the device is "upside down" and the lead was "routed through (the) jugular vein"; the patient also stated there is "no option to correct the situation." The patient reported the concerns had been discussed this with the physician. Follow-up with the clinic was performed however no additional information or clarification could be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.